Event description:
Four samples with discrepant toxo igg results. (Repeat testing performed on different analyzers - different methodologies). No units of measure provided for repeat results. Sample 1, initial result gave 5.3 iu/ml; repeated twice giving 0.4 n and 0.0 n. Sample 2, initial result gave 29 iu/ml; repeat gave 2.4 g. Sample 3, initial result gave 14 iu/ml; repeated twice giving 0.9 n and 1 n. Sample 4, initial result gave 38.7 iu/ml; repeat gave 1.6. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.